Event description:
The hospital reported a coiling procedure in the peripheral vascular system. The hospital reported that the device in question (coil) fractured while in the catheter. The prowler plus catheter and device in question, will both be sent back to the boston scientific. The hospital reported that there were no patient complications, that the patient condition is fine, and that the procedure was completed with a different device.

Manufacturer narrative:
Additional PMA information k001083. The device in question has not been returned to boston scientific for evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experienced. If further significant information is found, or if the device in question is returned, a supplemental report will follow.